Event description:
Healthcare professional reported right side rupture, increase in volume, intermittent pain and seroma-late treated through levoloxacin and danzen. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture.

Manufacturer narrative:
A visual analysis of the photographs identified white encapsulation, red particles material on the shell/gel and one extended opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
The device has been replaced.